Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of inappropriate shocks in more than a single episode. It was reported that the patient was riding a bicycle at the time. Review of the stored episodes noted small signal amplitude r-wave measurements that was noted to be a potential rate dependent morphology change. Technical services (ts) discussed potential troubleshooting and programming options. Automatic setup was completed and the sensing vector was reprogrammed to alternate and monitoring continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.